Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had the distal end of the endoscope was broken. There were no reports of patient [harm/involvement].

Event description:
There were no reports of patient injury or harm.

Manufacturer narrative:
Update: correction to b5.

Event description:
The issue was found during preparation for use.

Manufacturer narrative:
B5 : additional information . D7a: additional information . D8: additional information . D10:additional information . E1: additional information. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. Olympus will continue to monitor field performance for this device.